Event description:
Ous MDR - via homemonitoring several measurements of high impedance (> 3000 ohm) have been received from (B)(6). During the active control noise was seen on the left channel when having the pt move. The corox has been capped and replaced, so it is not available for the analysis.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular ICD and lead as well as on the returned device data. The returned device data have been analysed. The available iegm's showed the presence of noise in the left ventricular channel. Furthermore, the inspection revealed a pacing impedance of "<3000 ohm" in the left ventricular channel, confirming the clinical observation. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Ous MDR.